Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, higher than expected tsh results were obtained when a patient sample was tested using vitros tsh lot 7435 on a vitros xt 7600 integrated system. The result was discordant when compared to two non-vitros tsh results from samples from the same patient. Patient sample 2 vitros tsh results of 4.91 and 6.78 uiu/ml (hypothyroid) vs roche result of < 0.01 uiu/ml (hyperthyroid) vs electrochemiluminescence (eclia) result of < 0.005 uiu/ml (hyperthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, higher than expected vitros tsh result 4.91 uiu/ml was not reported from the laboratory. The customer confirmed that the treatment of this patient has not been altered in any way based on the higher-than-expected vitros tsh result. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, higher than expected tsh results were obtained when a patient sample was tested using vitros tsh lot 7435 on a vitros xt 7600 integrated system. The result was discordant when compared to two non-vitros tsh results from samples from the same patient. A definitive cause of the event was not established with the limited information provided. A vitros tsh lot 7435 reagent issue cannot be ruled out as a contributor to the event, as unacceptable accuracy was observed following a review of the biorad qc results leading up to the event. However, it should be noted that the magnitude of difference of the results observed when processing the patient samples between the three methodologies were much greater than that of the magnitude of inaccuracy observed for the biorad l2 qc results. This demonstrates that the l2 biorad qc accuracy issue is likely unrelated to the discordant, higher than expected vitros tsh result observed while processing the samples from the affected patient. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7435. There was no evidence of an instrument malfunction. However, as no diagnostic precision testing was conducted around the time of the event, an instrument issue cannot be ruled out as a contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture's recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.